Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the secondary infusion of solumedrol did not infuse. The clinician programmed the dose of solumedrol (methylprednisolone sodium succinate 875 mg in sodium chloride 0.9% 100 ml ivpb) to infuse as a secondary infusion of 114 ml over 60 min, the primary infusion was programmed to run at 150 ml/hr (100ml) in order to flush the line after and noted the secondary infuse was dripping. When the infusion was scheduled to be complete, the clinician went to turn off the pump and noted the secondary infusion of solumedrol was still full. The clinician indicated tubing clamps were opened and the event had occurred at 10:26am. Infusion was reprogrammed and infused without issue the second time. There was patient involvement but no harm.

Event description:
It was reported that the secondary infusion of solumedrol did not infuse. The clinician programmed the dose of solumedrol (methylprednisolone sodium succinate 875 mg in sodium chloride 0.9% 100 ml ivpb) to infuse as a secondary infusion of 114 ml over 60 min, the primary infusion was programmed to run at 150 ml/hr (100ml) in order to flush the line after and noted the secondary infuse was dripping. When the infusion was scheduled to be complete, the clinician went to turn off the pump and noted the secondary infusion of solumedrol was still full. The clinician indicated tubing clamps were opened and the event had occurred at 10:26am. Infusion was reprogrammed and infused without issue the second time. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.